Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said they have a circle of blood by their incision area and is unable to feel stimulation. They tried turning stimulation up as high as they could go, but still couldn't feel anything. Two days later, patient said one of their leads might have been pulled out. They have blood on their bandage that is about the size of a quarter. They stated the left side of their back is tender. They have been bending and stretching and feels that's what might have pulled the wires out. Additional information was received from the patient. There was not much bleeding ore soreness; it was very mild, not a problem for this patient, and occurred at needle/lead site. The cause of not feeling stimulation was not determined, but the trial was a success and the patient is scheduled for full implant on (B)(6) 2017. The patient confirmed lead migration. It occurred when they moved to do their exercises at the assisted living facility. No further patient complications have been reported as a result of this event.